Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send.

Event description:
(B)(4)¿ the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type iii).